Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 year and 1 month after the implant of a transcatheter pulmonary valve, right heart catheterization was performed due to the patient having multiple echocardiograms in the preceding months that indicated an increased right ventricle to pulmonary artery (rv-pa) gradient. Due to the increased rv-pa gradient, the patient experienced hemodynamic instability. During the right heart catheterization, several stent fractures were identified in the patient's previously implanted transcatheter pulmonary valve. Subsequently, the attending physician decided to treat the patient by first performing a pre-implant balloon valvuloplasty due to it being standard for their practice, and due to the patient having calcification. A second melody transcatheter pulmonary valve was then implanted in the previously implanted valve. Per the physician, the valve contributed to the patient's symptoms.

Manufacturer narrative:
Image review: the image provided shows evidence of fracture in the frame of a stent in the mpa that could lead an increase of the gradients. Unfortunately, no more images were provided to determine the possible causes of the fractures. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.